Event description:
It was reported that during a heavily calcified, de novo, 90% stenosed, right, internal carotid artery stenting procedure, an acculink stent delivery system was advanced and the acculink stent jumped with deployment only covering part of the lesion. The acculink sds was removed without difficulty and another unplanned acculink stent was implanted to completely cover the lesion. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: rx accunet. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.